Event description:
It was reported by the patient representative that the patient stated they only had access to view/change settings on one of the stimulators and not the other. The caller mentioned they had always been able to adjust both sides from the beginning. The caller was surprised that they could only see the settings for one side. The patient had a follow-up appointment scheduled for december 3rd. The patient was redirected to their healthcare provider to address the issue further. The caller alleged that someone made a programming error by only giving them access to the settings on one side. Additional information received from the healthcare provider (hcp) reported the patient was in clinic with them as the settings programmed at the neurostimulator replacement weren¿t what they were initially set up as at the last appointment, and the patient was having issues. The right neurostimulator was at 0 (thought to mean 0 ma therapy amplitude) which wasn¿t what was previously recorded, and the patient didn¿t have correct patient access to change settings. On the left neurostimulator, the patient had been on interleaved programs both at 3.8 ma, but now one program was at 4.2 ma and one was at 3.8 ma. The patient wasn¿t having any issues at 4.2 ma. The hcp reprogrammed everything back to where it needed to be which resolved the issue.

Manufacturer narrative:
Section d10 references: product ID: b35300, lot/serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neuro stimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.